Event description:
Catheter inserted under fluoroscopy. Chest x-ray performed. Wet reading showed no catheter. The catheter should be radiopaque to check placement and to locate if dislodged. This occurred with two pts on the same day. MFR rep called MFR. Aware of decreased barium in this lot.